Manufacturer narrative:
The manufacturer received information in relation to a dreamstation bipap autosv . The device was returned to a third-party service center. During visual inspection of the device, it was determined the device was corroded also connector oxide was observed. Device was scrapped at customer's request. Analysis of past events has not indicated an adverse event has occurred due to corrosion. Review of the risk file indicates the potential for a serious adverse event occurring as a result of this incident is unlikely. Additionally, the risk file indicates that corrosion will not substantially affect the performance of the device. This complaint is considered not reportable.

Manufacturer narrative:
H3 other text : evaluated by third party.

Event description:
A device was returned to the third party service center as part of the recall process with no initial complaint. The was no report of patient harm or injury. During the evaluation of the device, the third party service center visually inspected the device and found no evidence of foam degradation. However, there were findings of corrosion in the device, a destroyed connector, connector oxide contamination, and a missing modem flipdoor. The device was scrapped. This report is being submitted for corrosion in the device found during service.